Manufacturer narrative:
Medwatch sent to FDA on 12/02/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because the potential severity of the event may lead to medical intervention, although device-relatedness has not been established.

Event description:
Healthcare professional reported patient was implanted with seri during an unspecified procedure, and developed a subsequent infection. The location of the infection is unknown. Treatment for the infection is unknown.